Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, and in the meantime, the customer used an insulin pen as a backup.